Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported having new pain at their right side not quite mid-way 4 inches above their knee and 4 inches above his groin. They symptom was noted to be a sudden onset about 2 weeks prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.